Event description:
Pt has no feeling just below their left cheek starting at their jaw bone and down their neck. The pt's physician reportedly indicated to pt that the numbness could be a result of their brain surgery. The pt reported that the numbness gets better each day. Neurologist indicated that it is improbable that the event is related to the vns therapy.